Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a hospitalization. Customer's blood glucose level at the time of the hospitalization was unknown. It was unknown if the customer was wearing the insulin pump when admitted to the hospital or the treatment they received. Troubleshooting was not performed, because doctor in was being admitted into the hospital. Also doctor stated the customer was changing infusion set and there was a leak. No further information was provided.